Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found foreign material in the channel, the nozzle was clogged, the adhesive on the bending rubber was worn, the insertion tube was deformed, and the resin part was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had issues during reprocessing. Inspection and testing of the returned device found that there was foreign material that could not be removed due to buckling of the channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to b3 and d9 (d9 was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the nozzle accumulated and got clogged during reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "operation manual includes the detection way in chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b3 - event date.